Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove patient side cart (psc) and found that right rear caster was getting stuck when trying to move psc backwards or make turns. The fse replaced the caster to resolve the issue. The system was verified and ready to use. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) was moving forward but would not move backwards and feels like one of the wheels was locking up. System did not have any errors or a kickplate message on the screen and performed a hard reboot and a reboot, but the issue remained. The system felt like the wheels were locking up or sticking on the right side of the robot, but unsure which wheel. Site to swap the psc out with another systems psc and proceed with the case. The procedure was completing as planned with no reported injury.